Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
After percufix surgery, slight pain was found. This case was presented at the meeting of (B)(6) on (B)(6) 2015.